Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. No phaco tip (unspecified product) was returned for occlusion, which displayed on the machine screen. No consumable lot number was identified with this complaint. Because the sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported via government agency issues with a handpiece during the "structure" step in the surgery. There was no ultrasounds and additionally, a message for "occlusion" was displayed on the screen of the phacoemulsificator system . The handpiece and cassette were changed, but system was still in occlusion and then handpiece and single-use tip were replaced once again and the system finally switched on correctly. Additonal information has been requested but not received to date.